Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an interrogation performed on (B)(6) 2018, device memories contained stored episodes showing ventricular oversensing.

Event description:
It was reported that during an interrogation performed on (B)(6) 2018, device memories contained stored episodes showing ventricular oversensing.